Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was isolated to the cable connecting ECG "d" being pulled from the strain relief, causing the belt to not pass detect and treat testing. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.